Manufacturer narrative:
A33 alarm during prime/a33 test at 4 lbs due to moisture damage fsr. Unable to perform the basic occlusion, occlusion and excessive no delivery test due to a33 alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 and a22 during prime rewind. Customer's blood glucose was unknown mg/dl. Customer stated that he attempt to clear the alarm and the device responded with sporadic readings, counting, home screen, empty reservoir when he has insulin in the reservoir. The customer was advised that the possible cause of the alarm was during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer also reported that he had high blood glucose but not hospitalized. Customer's blood glucose was 381. The customer took approximately 15 units to correct.